Manufacturer narrative:
"Date of event: unknown. The date received by manufacturer has been used. Investigation summary: a device history record review was completed by our quality engineer team for provided material number 305211 and lot number 8250854. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified."

Event description:
It was reported that a needle filter blunt fill 18x1-1/2 was clogged during use. The following was reported by the initial reporter "it was reported that the customer felt the needle was clogged. Per complaint details received: during the customer tried to withdraw the solution, felt the filter needle was clogged."